Manufacturer narrative:
Investigation: time schedule for the investigation: on 24th may 2021 we received the information about the negative information for the m. Blue plus in reference to the no. (B)(4). No product is available because the shunt system is still implanted and after new setting, functioning as expected. With the release of this report the statement is closed. Manufacturing and quality control data: apart from the article, we have no further traceability data (for example serial number). Even the product itself is still implanted. Nevertheless, for every production batch we can prove that there were no deviations. The valves are manufactured by qualified employees. The valves were sterilized by miethke and released for shipment after final inspection. The m. Blue plus is a combined product of a m.blue valve (adjustable gravitational unit with a normal pressure range of 0 to 40 cmh2o) and a progav 2.0 valve (adjustable differential unit with a normal pressure range of 0 to 20 cmh2o). All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. Reason of complaint: "patient has m.blue plus. Her parent reached out to ask if previous programmers can be used for new valves and asked if we have had any other valves change settings because they believed that the progav 2.0 was set at 12cmh20, and upon verification, it was 6cmh20. Patient was experiencing pain and had to go to the clinic. Nurse practitioner at clinic uses the older generation tools. Cannot confirm but there could be a possibility that the wrong tools were used" result: subsequently, it was confirmed that the nurse practioner used the wrong resetting tool to adjust the shunt. The nurse has since used the correct tool and the patient is doing well. The sales representative is going in again to retrain the staff on the tools and procedures. In this case, since it was an user error and the patient feels better because of the valve readjustment, no further regulatory action is required. Further actions: based on the current information, no further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus may be changing settings/adjustment issue. The reporter noted that the progav 2.0 was set at 12cmh20, and upon verification, it was 6cmh20. Patient was experiencing pain and had to go to the clinic. An additional medical intervention was required. It was confirmed that nurse practitioner (np) had used the wrong resetting tool to adjust the shunt. The np since then used the correct tool and the patient is doing fine.